Event description:
During a pvc ablation procedure using a therapy cool path duo ablation catheter, a cardiac tamponade occurred. During the procedure, the physician had difficulties steering the therapy cool path duo ablation catheter. Approximately 90 minutes after the completion of the ablation procedure, the patient became hypotensive, experienced chest pain, and went into cardiogenic shock. A pericardiocentesis was performed and a drain left in place. Bleeding stopped approximately 7 hours later. The patient was in good condition when discharged.